Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the device was not beeping. Troubleshooting was performed. Customer reports they did not hear beeps when audio volume settings were saved. Customer reports they did not hear the differences between the two audio beep volumes. They also reported of a previous high blood glucose of 400 mg/dl while off the insulin pump for over 48 hours. The customer's current blood glucose was 100 mg/dl. The device will not be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within specification. Device passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test. No under delivery anomalies noted. Device received with the audio alert functioning properly. No audio alert anomaly noted. No hardware low level failures error alarm noted during testing or listed in device history.